Event description:
It was reported that, this right ventricular (rv) lead exhibited noisy signals oversensing, and the device inappropriately recorded a ventricular fibrillation (vf) episode and anti-tachycardia pacing (atp) was delivered. Upon review it was stated that the integrity of this rv lead was compromised. Subsequently, the physician has deactivated tachy therapy to avoid inappropriate therapy. This rv lead remains implanted. No adverse patient effects were reported.